Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the front response button cover was missing and the switch was damaged. The cause of the non-functional response buttons is the damaged switch. The root cause of the damaged switch is physical abuse as evidenced by the missing cover. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional